Manufacturer narrative:
Results of investigation: a vyaire third party service technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be submitted in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the lap top ventilator 1200 was not delivering set values. The customer confirmed that there was no patient involvement associated with the reported issue.